Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl. The patient reports while trying to activate 2 previously reported pods they had received a communication error. The patient reports trying to activate a 3rd pod and receiving a communication error. It was later found that the patient was trying to activate the incorrect pods with their controller. Once at the hospital the patient was treated with insulin injections. The patient was released four days later.